Event description:
It was reported the coupler trial would not lock properly onto the stem and femoral tibial components. One fell off and into the patient's femur. The piece was left in the patient and the surgeon states there is no need to retrieve the piece.

Manufacturer narrative:
UDI no: (B)(4). The associated complaint device was not returned for evaluation.